Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted (B)(6) 2012; dtba1d1 crt-d, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing on treated ventricular tachycardia/ventricular fibrillation episodes on stored electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.